Event description:
I ordered a cough assist, ca-3200 respiratory machine from an authorized dealer from the (B)(6). I bought it off (B)(6) and they stated that the machine was completely refurbished and in excellent working condition. Total cost for machine, hoses and mask, and step up transformer, about (B)(6) dollars. The machine is faulty, does not work at all, won't even turn on. My father has muscular dystrophy and is 100 percent disabled and has breathing problems that this machine could help with.